Manufacturer narrative:
MFR rec¿d date 25sep2019 . Serial number of unit is (B)(4). Technical support (ts) confirmed the flow sensor assembly was replaced to resolve the reported issue and the device is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 14jun2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit will not go on standby mode. The customer reported there was no patient involvement.